Event description:
My vision is ruined because of lasik. I had lasik surgery at new vision in (B)(6) on (B)(6) 2023 with dr. (B)(6) and I only have regret, frustration, pain and suffering for being deceived into doing this surgery and ruining my vision. I didn't have bad vision to begin with (-1.5 to -1.75) most of my life but I was tired of contacts, and I knew several people who had success stories (most of which had severe vision problems to begin with and once you start asking them more questions you find out it isn't actually as successful as they made it seem). I always was afraid of becoming blind from lasik surgery, so I didn't do it for years but when I asked the eye dr. In the consultation, he told me no ever has gone blind in the millions of lasik surgeries that have been done (not true at all if you research it). So, I foolishly didn't do my research on the possible (and actually frequent) side effects and complications, and I did the surgery and right after I had issues. I lost the ability to see close up clearly. Everything was blurry and I never had that before the surgery. But when I saw the dr about it, he said it would get better and to just wait. So, I waited months and nothing improved. I couldn't drive at night as I couldn't see signs, there was halos and glares. I couldn't see to put my makeup on or my phone or alarm clock or read anything clearly within 6-8 feet in front of me. It was so scary and upsetting. Especially because I have young children. So, finally we scheduled a second surgery to fix it (they use the positive sounding word "enhancement") as the dr said it would resolve the up close vision issues and I should be fine. In (B)(6) 2023, I went for the second surgery and although after, I could see much better up close, my distance vision was messed up. But when I went in again they told me there's nothing wrong that I see 20/20. I told him I see the letters on the screen but their aren't clear, I saw a sort of double vision or "ghosting". I told him that I have no visual acuity or sharpness, and he scoffed at me. To-date I still don't see clear, I feel like I'm constantly in a fog and I have to wear glasses now. I always wore contacts because glasses bothered me. But I cannot go back to contacts. My eyes burn and are dry at night that I have to put eye drops to even be able to open my eyes, my left eyelid twitches constantly from straining for over a year. At times, I can't always open my right eye all the way and it feels swollen. I've gone for a second opinion, and they put my on steroid drops which cost (B)(6) if you don't have prescription insurance and had to buy eyes drops as well as pay for the eye dr visits and I'm still in the same place as it hasn't helped. I regret ever setting foot at new vision, for the dr and staff misleading me and not telling me that maybe for someone like me with low prescription, the risks aren't worth the surgery. There are several online support groups for people who had even worse complications than me. Many of these poor people are suicidal because they decided to do this elective surgery unaware of the damaging and life altering possible side effects. I was deceived and I can't change it. Nothing can fix it. I also don't know if it'll get worse, I can have infections of the flap, and corneal ectasia and need more surgeries! If I need cataract surgery or have glaucoma, my cornea is compromised because it's been shaved flat. I'm back in glasses to see at night and have some degree of visual acuity. I can't play sports well or see well when it's darker. My eyes are constantly unfocused, and it causes me to be in a brain fog. I regret this surgery every day of my life and this lasik surgery dr should have been more forthcoming instead of dismissing my concerns, made me sign a consent form without really telling me about the risks and offering my $(B)(6) to write a review the day after. Repeat surgery due to complications and visual loss. Referencing report mw5167567.